Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the usb connector being contaminated. Pictures were taken. Receiver charge and boot tests were performed and failed due to the usb connector being contaminated. Functional tests were not performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was not downloaded and due to the receiver not powering on after charging.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: event problem and evaluation codes - correction.

Event description:
Subsequent to the initial MDR, a correction is required.